Event description:
A screw broke during procedure to fix right elbow and forearm. The screw broke during use. The broken piece was removed. C-arm was used. The image was read as negative by the radiologist.